Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing gablofen (500 mcg ml at 183 mcg day). It was reported that the patient heard an alarm one time. The logs indicate that 3 motor stalls occurred without magnetic resonance imaging (MRI) or any electromagnetic interference (emi).the actions and interventions that were taken was a company representative was contacted. It is unknown if there were any environmental/external/patient factors that may have contributed. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from company representative stating that the cause of the intermittent motor stalls were not determined and there are no diagnostic results at the time of this report. The patient will follow up with their healthcare provider at a later date.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the hcp had been following the patient via telephone since he lives remotely. The patient did not have any withdrawal symptoms or increase in spasticity (return of symptoms). Because of this, they and the patient had elected to not follow up again until he returns for his refill in (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.